Event description:
The patient was found to have a low mean arterial pressure of 50 culminating into cardiogenic shock. The patient expired on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section b2: corrected death date.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. In addition, an analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. The analysis of the submitted log files revealed that low flow alarms were observed starting on (B)(6) 2019 at 11:30:14 am. Low flow alarms were observed until 1:25:36 am, when the pump was turned off. It was reported that the patient passed away. Despite the observed alarms, the pump appeared to function as intended operating at or above the low speed limit. It was reported that the patient started having low flow alarms at 12:30 am (the date was not set appropriately, it should be 11:30 pm). The patient was fully responsive at the time and then started to have complaints of shortness of breath. Ems was called and the patient¿s map at the time was 50. When the patient arrived in the emergency department, the patient was unresponsive with fixed dilated pupils. Advanced cardiac life support (acls) was performed but was unable to obtain return of spontaneous circulation (rosc). The patient ultimately passed away. It was communicated that no autopsy was performed per family¿s request. The cause of death was unknown. It was unknown if the death was device related. The account stated that the pump alarmed appropriately. No product is available for an evaluation. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site detailed the event was caused by a esd. The low flow alarm occurred after the esd. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient arrived at the emergency room unresponsive with fixed dilated pupils. Advanced cardiac life support (acls) was preformed but unable to obtain return of spontaneous circulation (rosc). Prior to the event, the patient was fully responsive and complained of shortness of breath. The patient expired on a unknown date. Log file analysis noted a driveline disconnect that cause a pump stoppage event. No further information was reported.

Event description:
It was reported the patient had low flow alarms at the time of death, the family declined an autopsy. The cause of death is unknown. No further information was reported.